Event description:
It was reported that during the implant procedure after placing the guiding sheath and catheter into the vessel fluoroscopy with contrast injection indicated that there was a coronary sinus vessel dissection resulting in a small pericardial effusion. The catheters were withdrawn and physician opted for surgical abandonment for the coronary sinus. Medications were administered to the patient specifically to treat this event. The patient is enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4)